Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: g.5. PMA / 510(k)#: k980987 (B)(4). G.5. PMA / 510(k)#: k151766 (B)(4). Device manufacture date: unknown. (B)(4). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was cracked and sprayed out insulin. The following information was provided by the initial reporter: "caller reported the syringe cracked. And sprayed insulin out".